Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of a bard/davol flat mesh (marlex). As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 11 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, adhesions and abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of a bard/davol flat mesh (marlex). As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with right groin hydrocele versus recurrent hernia thereby underwent open repair with the implant of bard flat mesh (device #1) and removal of hydrocele. Per operative notes, ¿there was a large hernia sac within the scrotum and was dissected away. A marlex mesh (device #1) was then placed.¿ on (B)(6) 2013 - patient visited hospital for testicular pain. On (B)(6) 2016 - patient was diagnosed with chronic abdominal pain and recurrent right inguinal hernia thereby underwent laparoscopic repair with removal of mesh (device #1) and implant of bard flat mesh (device #2). Per operative notes, ¿there were some adhesions in the right lower quadrant and were taken down. Mesh was apparently underneath the external oblique, which appeared to be an odd place and made the dissection. A marlex mesh (device #2) was then placed into the floor.¿ attorney alleges that the patient had adhesions, pain and hernia recurrence.